Event description:
It was reported that the nerve integrity monitor (nim) was being used in a thyroidectomy and neck dissection, the nim was not giving ''burst'' responses or ''emg'' responses as expected when the surgeon was close to the nerve or dissecting alongside a nerve. Setting adjustments were made and the surgeon was able to locate and stimulate the nerve but the nim still would not give the expected alert responses during direct manipulation or dissection along the nerve. The procedure was completed without injury to the patient. It was noted that the physician was still becoming familiar with the latest version of the product and the systems upgrades. Patient information was requested but not provided by the user facility due to patient privacy regulations.

Manufacturer narrative:
Patient interface 8253200 - sn # (B)(4), lot # 205511828; muting probe 8220325 - lot # 0205520149. The device is being returned to the manufacturer for evaluation and analysis. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.